Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Lot number was not provided so device history record review cannot be performed. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The most likely cause of this event is improper bone preparation and/or surgical technique. Device requested but not yet received.

Event description:
It was reported that at the end of the implantation, the screw broke. A part of the broken screw remained in the patient's bone. It was not reported which screw was successfully used to finish the surgery. The surgery ended well.